Event description:
A report was received that the patient's pocket site was not healing properly making the ipg tilted and superficial. The patient underwent revision wherein the ipg was relocated from right side of the abdomen to the left side. The physician believed that the improper healing of the pocket site to be procedure related. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the ipg was replaced during the revision due to physician's preference as the physician did not want to risk cross contamination with tunneling to a new ipg site. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's pocket site was not healing properly making the ipg tilted and superficial. The patient underwent revision wherein the ipg was relocated from right side of the abdomen to the left side. The physician believed that the improper healing of the pocket site to be procedure related. The patient was reportedly doing well after the procedure.